Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The drive support was inspected, and no anomaly was noted. However, the pump had a completely broken off reservoir tube lip, and missing reservoir tube o-ring. The test p-cap could not lock in place properly due to the reservoir compartment damage. The pump also had minor scratches on the lcd window, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's o-ring was missing and the reservoir could no longer be held in place. Blood glucose level at the time of the inicident was 600 mg/dl, which was treated with a manual injection. The customer reported that a piece of the reservoir compartment was also missing, but was unsure of how the damage occurred. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.